Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture and replacement from textured to smooth due to the patients concern of the device¿. Later healthcare professional confirmed "rupture diagnosed via MRI". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported right side ¿rupture and replacement from textured to smooth due to the patients concern of the device¿. Healthcare professional later confirmed "rupture diagnosed via MRI". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d6b, e1, h6

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿anxiety-product/procedure: unable to observe as it is not related to the manufacturing. Process. ¿ rupture: observed an opening assessed as fold flaw opening and 3 openings assessed as surgical damage. As per the investigation procedure, creases, stress marks, wear abrasion and nicks striated were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported right side ¿rupture and replacement from textured to smooth due to the patients concern of the device¿. Healthcare professional later confirmed "rupture diagnosed via MRI". Device has been explanted and replaced.